Event description:
Device has been explanted.

Manufacturer narrative:
Visual analysis: device photographs for the device related to the reported event of rupture were reviewed on nov 18, 2020. Visual analysis of the photographs identified: red particle material on the shell and opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.